Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed a hole on the drain bag. The reported condition was verified. The cause was supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100 an external fluid leakage occurred at the effluent bag crease. There was no patient involvement. No additional information is available.